Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: launcher 8fr jr4, ffr ebu 3.5, wr, corsair. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx bdc is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcification, 100 % stenosed, proximal right coronary artery. The lesion was initially ballooned with a 1.2 x 6mm traveler rx balloon dilatation catheter (bdc), without issue. Then, during advancement of the 2.0 x 8mm traveler rx bdc, resistance was noted. During the first inflation at 12 atmosphere (atm) the balloon ruptured. The bdc was replaced with a 2.0 x 15 mm traveler rx bdc and the procedure was completed. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.